Event description:
It was reported that the patient experienced urethral atrophy with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Additional information was reported that the explanted cuff was 3.5 cm and the new implanted cuff was 3.5cm.

Manufacturer narrative:
Device analysis: an allegation of atrophy was reported. The ams 800 device was visually inspected and microscopically examined. There was a leak in the balloon shell that was the result of tool damage which most likely occurred during removal of the device. Based on the determination that this damage was likely due to explant, it will not be considered a probable cause for this event because it is a secondary failure. The pump was blocked with a salt like particulate. The particulate was unable to be identified through ftir testing. A copy of the completed ftir report is attached to the investigation record. Analysis is unable to confirm the reported atrophy nor a relationship with the identified foreign material and allegations received. Product analysis is unable to confirm the reported events of atrophy nor a relationship with an identified device malfunction and the allegation received. The product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction directly related to the reported events could not be confirmed and the reported event of urethral atrophy is included in the product labeling. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced urethral atrophy with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Additional information was reported that the explanted cuff was 3.5 cm and the new implanted cuff was 3.5cm.